Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. The pdrn stated that the medical examiner documented the cause of death as heart failure with several additional medical diagnoses. Additionally, the pdrn stated there was no issue with the liberty select cycler that caused or contributed to the patient death. Cardiovascular disease is the leading cause of death in dialysis patients. Sudden death represents a significant proportion of overall mortality in both pd and hemodialysis (hd) patients. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
During follow-up for a make sure heater bag is on the heater tray message during treatment on the liberty select cycler, it was reported that this peritoneal dialysis (pd) patient expired on a subsequent treatment on (B)(6) 2023. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was in treatment on the liberty select cycler on (B)(6) 2023 when he passed away. The only information from the medical examiner was that the patient expired from heart failure and several additional medical diagnoses (unspecified). The pdrn stated that no issues with the cycler or the dialysis treatment were reported to have caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a make sure heater bag is on the heater tray message during treatment on the liberty select cycler, it was reported that this peritoneal dialysis (pd) patient expired on a subsequent treatment on (B)(6) 2023. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was in treatment on the liberty select cycler on (B)(6) 2023 when he passed away. The only information from the medical examiner was that the patient expired from heart failure and several additional medical diagnoses (unspecified). The pdrn stated that no issues with the cycler or the dialysis treatment were reported to have caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow-up for a make sure heater bag is on the heater tray message during treatment on the liberty select cycler, it was reported that this peritoneal dialysis (pd) patient expired on a subsequent treatment on (B)(6) 2023. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was in treatment on the liberty select cycler on (B)(6) 2023 when he passed away. The only information from the medical examiner was that the patient expired from heart failure and several additional medical diagnoses (unspecified). The pdrn stated that no issues with the cycler or the dialysis treatment were reported to have caused or contributed to the patient death. No additional information was provided.